Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day post implant, the counters show a very high number of non-sustained ventricular tachycardia episodes that would not be possible to obtain. The other data appears fine. Boston scientific technical services (ts) suggested a save to disk and memory dump be performed and sent in for evaluation. Information was received and reviewed by boston scientific engineering. It was determined that there was single bit corruption from the appropriate counter value of zero; the error was noted to be purely diagnostic and should not interfere with device operation. It was reviewed that only the most recent counters would be correct for this category. The information was provided to the health care professional (hcp) who noted understanding. No adverse patient effects were reported. The system remains in service.